Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 11 months post implant of composix kugel, patient was diagnosed with infection, hernia recurrence, abscess thereby underwent repair. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. The warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no, corporate lot no), e1, f7, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of composix kugel hernia patch. Per operative notes, ¿there were two ventral hernias and the inferior one which contained bowel and the superior one which has contained fat. Dissection was carried down exposing the sacs. A composix kugel hernia patch was secured using prolene sutures.¿ on (B)(6) 2016 - patient was diagnosed with abscess thereby underwent repair. On (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia and chronic mesh infection thereby underwent excision of chronic sinus tract. Per operative notes, ¿there was chronic induration which was excised with the tract. It appeared that the prior mesh had dehisced from the fascia and the mesh was folded on itself.¿ attorney alleges that the patient had abscess, adhesions, infection, pain, hernia recurrence, and emotional injuries.